Event description:
It has been reported to philips that the system software would not start. The customer manually started the host pc and the issue resolved. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the diagnostic procedure was completed as planned by manually starting the host pc. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc not properly turning on due to the bios battery. The fse replaced the bios battery and returned the system to use in good working order.